Manufacturer narrative:
H2/b5: additional information was received. The system was serviced in the field and passed all tests. No failure was found. Codes 10, 213 and 67 are applicable. H3/d10: logs have been returned. Evaluation has not been completed at the time of filing this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the surgeon felt 3-4mm off in the lateral direction. There was no delay and no patient impact at the time of the event. It was reported that the cause was possibly scan related. They had to merge about 10 different series of images for the procedure.

Manufacturer narrative:
Other relevant device(s) are: software: sw app, 9735762, stealth s8 app, software version: (B)(4). Device evaluation has not been completed at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the surgeon felt 3-4mm off in the lateral direction. There was no delay and no patient impact at the time of the event.

Manufacturer narrative:
Software analysis was completed. The software team reviewed the archive but it provided no additional insight regarding the cause of the reported complaint. There were a total of 24 exams and 13 exams were merged. Out of these 13 exams, 'mr-12 3d_brain_view_flair' was having different spacing and thickness which is not per the stealth protocol. The 3d model was not good. There were a lot of points collected below the skin, hence suggesting for less pressure trace points. Only the yellow zone of accuracy was present on the anterior portion of the head. Also no tracing was done on the posterior portion of the head and the trace pattern did not extend past the ears laterally. (B)(4). If information is provided in the future, a supplemental report will be issued.